Manufacturer narrative:
(B)(4).

Event description:
The ventilator reported the ventilator alarmed displaying event code 41 which is an overpressure condition. The ventilator was removed from the patient and replaced with a different unit. There was no patient harm reported.